Manufacturer narrative:
The device was manufactured february 20, 2016 ¿ february 22, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the luer cap was removed, normal flow was observed from the luer. Functional flow rate testing was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred sometime in (B)(6) 2016. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not allow flow of medication during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.